Event description:
Boston scientific received information that at a device check, this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The lead was reconfigured and defibrillation threshold (dft) test was performed and was successful, shock impedance was within the normal range. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.